Event description:
It was reported that: sp set contained foreign matter. The following information was provided by the initial reporter: " a tip of spike set was dirty."

Manufacturer narrative:
H.6. Investigation: photos were returned of the actual product. Foreign matter was found to adhere to the tip of the bottle needle. Foreign matter was easily wiped off. In addition, 100% visual inspection was performed on this product at the time of molding the parts and immediately before the individual packaging. After confirming it at the manufacturing site, it was thought that the foreign matter that had adhered to it could be a lubricant applied to the slide part of the mold that molds the bottle needle. Such lubricants are widely used in medical devices, food and cosmetics manufacturing equipment, etc., and this phenomenon may be that the over-coated lubricant accidentally detached during molding and adhered to the molded product. In addition to reporting this event to the manufacturing plant, we instructed the manufacturing site to thoroughly manage lubricants and thoroughly inspect the appearance.

Manufacturer narrative:
Initial reporter lot #: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that: sp set contained foreign matter. The following information was provided by the initial reporter: " a tip of spike set was dirty."